Event description:
Caller reported a malfunction with pump, displaying malfunction code 'malf 9'. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, although malfunction recurred. Technical support arranged for a pump replacement, as pump was out of warranty but under warranty expiration coverage. Caller expressed interest in obtaining an out-of-warranty loaner pump due to lack of backup insulin therapy.